Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the internal carotid artery (ica). After predilation with a non-bsc balloon catheter and placing a non-bsc guide wire, 10.0-24 carotid wallstent¿ was advanced to treat the lesion. The outer sheath was pulled however only a third of the stent was deployed and the stent was not able to be placed. The device was retrieved with the whole system and the procedure was completed with another of the same device. No patient complications or injury were reported.

Manufacturer narrative:
The device was returned with the stent fully mounted onto the delivery system. The middle outer was broken 145mm proximal of the distal end of the outer. This type of damage is consistent with the application of excessive force to the delivery system. There was a lot of blood on the device. The device was received with the stent fully constrained on the delivery device. The investigator was unable to deploy the stent due to the damage on the middle outer. The stent was deployed by pulling the tip distally while gripping the outer. The stent was visually and microscopically examined and no issues were identified that may have led to the complaint. It was noted that the stent and inner were covered in blood. A visual inspection of the stent holder identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the internal carotid artery (ica). After predilation with a non-bsc balloon catheter and placing a non-bsc guide wire, 10.0-24 carotid wallstent¿ was advanced to treat the lesion. The outer sheath was pulled however only a third of the stent was deployed and the stent was not able to be placed. The device was retrieved with the whole system and the procedure was completed with another of the same device. No patient complications or injury were reported.